Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the renal artery. The 4.50x12mm rx herculink elite stent delivery system (sds) was advanced however became stuck with the guiding catheter. When removed from the anatomy it was noted the stent had dislodged from the balloon. A cut down was performed to remove the dislodged stent. Another same size herculink was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent surgical intervention appears to be related to the operational context of the procedure. Factors which may contribute to difficulty advancing the device in the guide catheter include, but are not limited to, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible the herculink interacted with the guide catheter during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy and the guide catheter while attempting to remove the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. A cut down was performed to remove the dislodged stent. Another same size herculink was used to complete the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.